Event description:
Customer reported that their system was having considerable dropout issues. This resulted in a temporary inability to centrally monitor patients, however, bedside monitoring was not affected. There was no report of any pt harm as a result of the reported event. (B)(4): the customer did not provide any pt info.

Manufacturer narrative:
The 2400 aruba controller was powered-cycled and has not had a problem since. It is unclear what caused the shutdown. Aruba controllers are used for centralized management of all access-points (ap) and users. An inoperative controller would cause a loss of communications between the ap and the cpu. The customer will continue to use the equipment. No components will be returned. The aruba controller is an off-the-shelf computer peripheral made by another MFR and sold by welch allyn, welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of the failure. Eval: method: remote assistant.